Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000123004.

Event description:
It was reported that patient experienced ineffective therapy for right side coverage. Lead diagnostics showed that the lead with contacts (B)(6) had all high impedances over 3,000 ohms. It was noted that patient had taken a few falls over the past couple of months. Reprogramming was unable to restore effective therapy. Surgical intervention may take place to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein the entire system was explanted, and the lead had migrated.